Manufacturer narrative:
H-10-investigation completed on a smiths medical fluid warming/level 1 trauma fast flow systems - h-1200 . Customer problem of green button sticking and difficult to turn off was confirmed, along with air detection no stop going off. This was isolated fluid aggression and faulter air sensor. Action was taken to replace faulty switch and air sensor. Device passed all testing.

Event description:
Device evaluation completed and in h 10.

Event description:
It was reported that the green on button on a smiths medical fluid warmer is sticking making it difficult for the unit to turn off. The air detection will not stop going off. No injury or intervention